Event description:
The account alleged no trendelenburg function. The issue was found while in shop. No injuries. The electronics pan is in the up position and he does not hear the relay.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.